Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735997, serial/lot #: -, ubd: unknown, UDI#: unknown h3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. A0902: applicable to the camera cart going black a020602: applicable to the monitor cable cover not being on the system. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used in an unknown procedure. It was reported that the camera cart went black. Another camera cart was brought in to continue the case. It was noted that the monitor cable cover was not on the system. The manufacturer representative called the next day to troubleshoot, and was not able to replicate the issue. Troubleshooting steps included reseating the cable from the monitor to the uninterrupted power source (ups), confirming the light-emitting diode (led) indicators were normal, and performing a self-test on the camera cart battery, which was at 100%. The system remained on for over three minutes when unplugged from ac power. Technical services requested swapping the high-definition multimedia interface (hdmi) cable and interconnect cable with known working ones from another system, as the issue was intermittent. Interconnect cable integrity was confirmed to be good. It was unknown if there was a delay, and if there was patient impact.

Event description:
Additional information was received. It was reported that a manufacturer representative (rep) called to troubleshoot, and was not able to replicate issue - technical services (ts) ensured the rep reseated the cable from the monitor to ups, led's on the ups were normal. In self-test, it showed that the camera cart battery was at 100%, and after unplugging from ac power, the system remained on for 3+ minutes. Ts requested the rep to swap hdmi cable with a known working one from another system as issue was intermittent and to swap interconnect cable with a known working one. Interconnect cable integrity was good.

Manufacturer narrative:
Please see section b5 for additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.